Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2014 with the following findings: the black box shows evidence of six cs-052-0001 alarms on (B)(6) 2014. Pump returned with moisture in the display lens. Display screen has a pinkish contrast. Battery compartment is cracked at the threads. The battery cap was not returned; new test cap able to attach to the pump to complete testing. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. Pump fails leak test with battery compartment leak. Removed pump cover; internal moisture confirmed in the pump. The complaint was confirmed in the pump history but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.